Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Additional info from importer report: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced severe mental and physical pain and suffering, disability, impairment, serious bodily injuries, mesh erosion, hardening, erosion of internal bodily tissue, worsening dyspareunia, and recurrent incontinence, will require additional surgeries and medical treatments and has sustained permanent injury.

Manufacturer narrative:
(B)(4).